Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device was electively explanted due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity. During initial analysis, it was reported that this device did not pass the longevity calculation for this model device. This device is included within a subset of devices affected by a physician communication regarding the shortened replacement window ((B)(6) 2007). The device was sent for detailed analysis.